Manufacturer narrative:
The clinician did not provide the following info: amount of torque used on abutment and implant type; or if primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implant. No further action is required.

Event description:
Implant failure due to reported mobility before restoration. Bone quality at time of failure was type iii. No further information was provided.

Manufacturer narrative:
Records indicate that the implant met the specifications as were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Complaint report indicates there was no osseointegration at 10th month after immediate loading. Mobility was also reported at time of implant failure.